Event description:
It was reported that device removal difficulty occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified origin of the internal carotid artery. A 10.0-24 carotid wallstent self-expanding was selected for treatment. During the procedure, the stent was deployed without any issues; however, during removal, strong resistance occurred between the delivery system and the non-boston scientific guidewire. The delivery system was not stuck, so the physician was able to remove it while leaving the wire in place. The procedure was completed with this stent. There were no patient complications as a result of this event.

Event description:
It was reported that device removal difficulty occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified origin of the internal carotid artery. A 10.0-24 carotid wallstent self-expanding was selected for treatment. During the procedure, the stent was deployed without any issues; however, during removal, strong resistance occurred between the delivery system and the non-boston scientific guidewire. The delivery system was not stuck, so the physician was able to remove it while leaving the wire in place. The procedure was completed with this stent. There were no patient complications as a result of this event.